Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred during the morning of (B)(6) 2016. Sometime later, on (B)(6) 2016, the patient obtained a blood glucose reading of "75 mg/dl" with the subject meter and "31 mg/dl" on another device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they decreased their dosage of lantus insulin from 90 units to 85 units as a result of the alleged product issue. The patient stated that 20 minutes after the alleged product issue occurred they experienced the symptom of "sweating" and then "passed out" the emergency medical service (ems) was called and treated the patient with IV glucose when they arrived at 1pm on (B)(6) 2016. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used had expired. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired, this complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them developing symptoms indicative of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.